Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: ihp09jb4 implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
It was reported the patient was experiencing dizziness and tiredness. The patient was seen at the physician's office and loss of capture and oversensing were observed on the right ventricular lead. High impedance measurements and a possible lead fracture due to subclavian crush were also reported. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.